Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient¿s pns system leads were replaced due to ineffective stimulation. During the revision both leads were replaced and placed over the supraorbital nerve. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06794. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Effective stimulation was restored.